Manufacturer narrative:
Investigation summary: no samples were returned in support of this complaint. Unfortunately a lot number could not was not submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Investigation conclusion: unable to determine a root cause.

Event description:
It was reported that with the use of the bd saf-t-intima¿ IV catheter safety system, there was an issue with needle retraction failure. There was no report of injury or further medical intervention.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that with the use of the bd saf-t-intima¿ IV catheter safety system, there was an issue with needle retraction failure. There was no report of injury or further medical intervention.

Event description:
It was reported that with the use of the bd saf-t-intima IV catheter safety system, there was an issue with needle retraction failure. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no.